Event description:
It was reported that the patient was seen and a dye study was performed to rule out system related issues; "none were found". The patient was on a combination of baclofen as well as pain medication in his device and they considered weaning him off the pain medication while changing the baclofen concentration and/or dose as needed.

Event description:
It was reported that a patient had increased weakness and pain. The patient fell '2-3 weeks' ago. They questioned 'if there was possibly a kink before the fall and the fall cleared the kink and now the dose is too high.' A dose decrease was given 1-2 weeks after the fall. A cap study was done, 2-3 weeks after the fall. There was difficulty accessing the side port, but they were able to successfully pull back cerebrospinal fluid (csf) and confirm catheter as intrathecal. Logs were normal. A CT scan to look for any obvious catheter issues was planned. The drugs used were fentanyl and baclofen. Patient outcome had been requested but was unknown at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).